Event description:
The facility reported an infusion pump with an issue with the main batteries. The event was reported to have occurred during biomed testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 30 2007. Evaluation summary:the main batteries issue was confirmed. Inspection of the device found that the pump's batteries were depleted. Further investigation found failure code 570 in the event history which was caused by low voltage from the depleted batteries. During evaluation, the battery history was found to contain 5 battery discharges below the alarm threshold which indicated that the batteries were discharged to a potentially damaging level and were therefore replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.